Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colectomy procedure, it is alleged that during the procedure a continuous beeping occured. The instrument was reactivated. No activation occurred. On examination it was seen that the blade tip broke off and was retrieved through the trocar. It is unknown if another device was used to complete the procedure. There were no adverse consequences for the patient.